Event description:
Laparoscopic hernia repair, as soon as the trocars were accessed, the surgeons then inserted the balloon through the trocar to inflate the balloon inside the abdomen. When the balloon was inflated the balloon popped. A hole was created in the balloon and would not stay inflated. Another balloon was opened and procedure continued. No harm to the patient.